Event description:
(B)(6) home health rn was able to complete infusion with back-up pump on (B)(6 )2025. He would not remember error code. Pump available for return. Pharmacy to replace pump. No additional information provided. Reported to (B)(6) by health professional.